Event description:
A customer reported receiving a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller in filling and loading a new cartridge onto the pump using the correct technique, and successfully resolved the issue, allowing the customer to resume insulin delivery.